Event description:
It was reported that the patient presented to the clinic complaining of having low energy for a few days. The pulse generator was interrogated and it was in backup vvi operation. The patient then experienced feeling very lightheaded and was transported via ambulance to the hospital. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.